Event description:
It was reported that a patient had the intraocular lens removed due to the shape of their eye. The patient underwent the lens replacement; however, complications during the lens insertion resulted in the lens being removed with a vitrectomy. The replacement lens was an anterior chamber lens whereby the incision was enlarged; this replacement lens was removed and the patient went home aphakic and was healing.

Manufacturer narrative:
(B)(4) eye shape not a good fit with lens. The intraocular (iol) lens was received in our laboratory for a visual inspection. The lens, unit carton and the lens case were inspected and no defects were found. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.